Event description:
Technician alleged that the bed had no functions.

Manufacturer narrative:
Technician replaced the motor controller to resolve the issue. (B) (4). This effort will continue until we are current.